Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a shunt percutaneous transluminal angioplasty treatment procedure. The 90% stenosed target lesion was located in a shunt in the moderately tortuous vessel of the left upper arm. The 7.0mm x 40mm x 40cm mustang balloon catheter was advanced to the lesion. Upon second inflation at 20atms, the balloon ruptured. The device was then removed. The procedure was completed with a different device and no patient complications were reported. The patient status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a complete balloon circumferential tear and shaft break at 19mm distal to the distal edge of the proximal markerband. The distal section of the balloon tear, including the distal section of the shaft break, was returned stored in a plastic container. An examination of the balloon material could not identify any issues which could potentially have contributed to the tear. The distal section of the shaft break was severely stretched and bunched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a shunt percutaneous transluminal angioplasty treatment procedure. The 90% stenosed target lesion was located in a shunt in the moderately tortuous vessel of the left upper arm. The 7.0mm x 40mm x 40cm mustang¿ balloon catheter was advanced to the lesion. Upon second inflation at 20atms, the balloon ruptured. The device was then removed. The procedure was completed with a different device and no patient complications were reported. The patient status was good.